Manufacturer narrative:
THE INVESTIGATION IS ONGOING. A SUPPLEMENTAL REPORT WILL BE SUBMITTED WHEN THE INVESTIGATION IS COMPLETED OR IF ADDITIONAL INFORMATION BECOMES AVAILABLE.

Event description:
THE CUSTOMER REPORTED BLURRED VISION, DURING INSPECTION FOR USE INVOLVING AN OLYMPUS LAPAROSCOPE GYNECOLOGIC. THERE WAS NO PATIENT INJURY REPORTED.

Event description:
No additional information received from the customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: D8, D9, H2, H3, H6, H11 The device was returned to Olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: The fiber bonding in the outer tube area (distal end) is damaged, and no image was displayed.Based on the results of the investigation, the most probable cause of the reported malfunction and no image was broken Another term for the Charged Coupled Device, and the most probable cause of the additional malfunction was traced to component failure.Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.